Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the keypad was missing/peeling and the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/25/2015 with the following findings: the keypad was found to be peeling off the pump. No other damage to the keypad was observed. The complaint that the ok button was under unresponsive was not duplicated during testing. The up arrow, down arrow and ok buttons responded appropriately during testing. The contrast button was found to be unresponsive, which does not affect the pump¿s insulin delivery function. The keypad was removed and there was evidence of contamination observed under all of the button contacts. Unrelated to the complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.